Event description:
A customer reported a malfunction on their pump, identified by malfunction code 12. The issue did not adversely impact the customer's blood glucose level. Technical support provided information and guided the customer to reset the pump, which resolved the issue. The customer was instructed to continue using the pump and to report if the malfunction code reappears, which was understood and acknowledged by the customer.